Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The support wire was sticking out from the distal end of the coil sheath. The material of the loop that is usually placed inside the coil sheath was sticking out from the coil sheath. The manufacturing record was reviewed and found no irregularities. We judge that "wire disconnection" means that the support wire was sticking out from the coil sheath. According to the confirmation result and similar investigation result, only the basket wire was retracted into the coil sheath when the control grip was pulled. Since the support wire did not retract into the coil sheath, it was sticking out from the coil sheath. However, the exact cause of the reported event could not be determined. The following factors can be considered as the cause for only the support wire was not retracted into the coil sheath: the sheath near the support wire (form of a loop) was excessively angulated. The support wire which protruded from the coil sheath was excessively angulated. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The support wire was sticking out from the coil sheath. The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the distributor that during the examination using the subject device the following event occurred. One of the basket wires of the device came off at the tip. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On july 9, 2021, olympus medical systems corp. (Omsc) found that the support wire was sticking out from the coil sheath.